Manufacturer narrative:
It was reported that the event date was either january 15, 2018 or january 19, 2018. (B)(4). Mfg. Site name - freudenberg medical. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on an unknown date in (B)(6). According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released with some difficulty, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.